Event description:
Olympus medical systems corp. (Omsc) was informed that the auxiliary water channel was clogged. There was no report of patient injury associated with the event. The subject device have been reprocessed using kd-1 (kaigen). It was reported that the subject device had been used in combination with cv-1500 and cv-290.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc checked the subject device and confirmed the reported phenomenon. It was not possible to send water from the auxiliary water channel. The fine scope was inserted from the tip and the inside of the auxiliary water channel was checked. It was confirmed that foreign material was clogged at about 27 cm from the tip. Therefore, the device was disassembled, foreign material was collected, and the component analysis of the foreign material was carried out. It was found that it was silicone. Since the shape of the collected foreign material was similar to the protrusion part of the auxiliary water inlet cap that was attached to the auxiliary water inlet, component analysis was performed on the auxiliary water inlet cap. And when compared, the waveforms matched. From this result, it was determined that the foreign material stuck in the auxiliary water channel was part of the auxiliary water inlet cap. It was presumed that the center part of the cap was broken by attaching and detaching cap repeatedly, and adding stress diagonally.